Event description:
As reported by the user facility, a patient with congestive heart failure, underwent a diagnostic intervention procedure. This was the first deployment of a 6f angio-seal for the cardiologist. The patient remained in the hospital, spiking a fever three days post-procedure. Infection with swelling and oozing was noted at the puncture site. Cultures were taken which identified the infection as staphylococcus aureus. Vancomycin was administered intravenously to treat the infection. The device was surgically removed from the arteriotomy site following an incision and drainage. The patient is reported to be recovering.